Manufacturer narrative:
This system was used for treatment. Kit lot e104 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category clot observed. Service order feedback was still pending at the time of this report. A supplemental report will be sent once the service order feedback is received. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported that the blood in the kit is clotted around 160 ml of whole blood processed (wbp). Customer stopped the procedure before there is any return of clotted blood. Customer said bags were not swapped. Customer stated that the clots are observed in the bowl, the pto and tubing (collect and return). Customer stated that she had the impression the pump was not turning. Patient reported to be stable. Platelets count: 74000 /ml. A/c doses: 10000 iu/500 ml and ratio is 10:1. Service will be dispatched. No product was returned for investigation.

Manufacturer narrative:
Service order (B)(4) completed: service engineer calibrated pressure sensor and performed system checkout procedure successfully. The investigation conclusion, included in initial report, are not affected by the additional information received regarding the service order feedback. (B)(4). Device not returned.